Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Evaluation confirm the unit was received inoperable due to the reported symptom of "device is alarming system error 105", caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a device experienced a system error 105 alarm. There was no reported patient injury.